Event description:
User experienced an incorrect co2 result for one patient. Initial result 4.3 mmol/l, repeat 23.0 mmol/l. The 23.0 result was reported out. The patient was not affected by the incorrect results. The incorrect result was not reported out. The field service representative determined a clotted sample to be the cause. He checked the rinse, vacuum system and reagent/sample probe positions.